Event description:
It was reported that the 6800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. There was a disk in the disk drive found during the service call. The system was tested and found to be working as intended and put back into service.